Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 5

Event description:
Reference number (B)(6) event occurred in the united states it was reported that the patient faced 5 infusion set cannula kinked event on(B)(6)2024 within 3 hours of insertion. The site of insertion was back hip. The blood glucose level was found to be 400mg/dl and the patient took correction injection via mdi company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .